Event description:
Caller reported a cartridge alarm 20, which resulted in high blood glucose levels, though the specific value was unknown. There was no adverse impact to the customer's blood glucose level. Customer addressed the high blood glucose through a correction injection via mdi and did not require assistance from a third party. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump, as it was still under warranty. Customer was informed about receiving a pump with updated software and instructions were provided to put the pump into storage mode before returning it. Customer reverted to an alternative method of insulin therapy.